Manufacturer narrative:
(B)(4). Date sent: 11/29/2023. D4: batch # 500a66. B3: exact event date unk, entered 1/1/2023 as only the year was provided. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 500a66, and no non-conformances were identified. Additional information was requested and the following was obtained: procedure: first gastric resection the jaws of the device were not aligned anymore. No patient consequence. Use of another device from the same lot to complete the procedure.

Event description:
It was reported that during an unk procedure, the device is defective. No further details were provided. No patient consequences reported.